Event description:
Revision surgery - the surgeon converted a hemispherical shoulder to a total shoulder, due to pain. The surgeon removed the 42mm humeral head and replaced it with a turon 38mm humeral head, along with adding a turon 38mm pegged glenoid.

Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 13.8 months of patient use. The outcomes attributed to the event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the seventh complaint for this part number: two device failures, one pain, one due to stability/poor joint, and one trauma. This is the first complaint for this lot number. The root cause for the pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.